Manufacturer narrative:
Correction: there was no infection as previously reported. This report is submitted on september 27, 2021.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on july 6, 2021.

Manufacturer narrative:
Per the clinic, additional information is received reporting that the patient experienced an infection. Device analysis report is attached. This report is submitted on aug 20, 2021.

Manufacturer narrative:
This report is submitted on march 16, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site, and was treated with an injectable steroid on (B)(6) 2021. Clinical management is ongoing. The implanted device remains.